Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed, 18mm of length and a vascular diameter of 3.0mm, target lesion was located in the moderate tortuous and severely calcified left circumflex artery (lcx). A 10mmx3.00mm wolverine cutting balloon monorail was selected for percutaneous interventional therapy for coronary heart disease. During preparation, during the pressure, the balloon burst and leaked water, making subsequent operations impossible. The procedure was completed with another of the same device. No patient injury was reported and the patient was stable after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed, 18mm of length and a vascular diameter of 3.0mm, target lesion was located in the moderate tortuous and severely calcified left circumflex artery (lcx). A 10mmx3.00mm wolverine cutting balloon monorail was selected for percutaneous interventional therapy for coronary heart disease. During preparation, during the pressure, the balloon burst and leaked water, making subsequent operations impossible. The procedure was completed with another of the same device. No patient injury was reported and the patient was stable after the procedure.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
D3: lot number: corrected e1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified that there are no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was inflated successfully and without issue three times. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use (IFU).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed, 18mm of length and a vascular diameter of 3.0mm, target lesion was located in the moderate tortuous and severely calcified left circumflex artery (lcx). A 10mmx3.00mm wolverine cutting balloon monorail was selected for percutaneous interventional therapy for coronary heart disease. During preparation, during the pressure, the balloon burst and leaked water, making subsequent operations impossible. The procedure was completed with another of the same device. No patient injury was reported and the patient was stable after the procedure.